Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested by fax and mail on 04/28/2011, and 05/03/2011 and by phone on 05/04/2011. A completed questionnaire has not been received. (B)(4).

Event description:
An optometrist initially reported a pt with delayed hypersensitivity reaction (ou) both eyes while using this product. On (B)(6) 2011, the optometrist reported he diagnosed his pt with corneal subepithelial infiltrates. Additional information has been requested.